Event description:
Report of alleged "pt injured while using a crow river lift." Pt allegedly fell off his lift, and sustained injuries to the face and shoulder. Pt alleges that the platform tilted down which caused the wheelchair and himself to roll off and fall to the ground. Pt did have x-rays after the accident, but did not receive any broken bones. He has not been back to the dr since the incident.